Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) blue screened and crashed multiple times. The system was displaying an error message, but they were unsure what it said. No patient harm was reported. Investigation summary: the device was sent in for evaluation on a subsequent ticket (B)(4). Evaluation of the returned device was not able to duplicate the reported blue screen. No issues were observed during evaluation. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. As the reported issue could not be duplicated per the evaluation performed on ticket (B)(4) above, a root cause cannot be determined. A crashing cns has likely experienced hardware failure. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. Attempt #1: 09/19/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not provide the requested information.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) blue screened and crashed multiple times. The system was displaying an error message but they were unsure what it said. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) has crashed 3 times, the unit came back up but are not sure what the system error was. Then the supervisor for the ICU called back later stating that the unit has crashed for the 5th time and has gone down. The unit was re-booted twice before it came back. The device keeps re-starting and that there is an error on screen. This is the only unit for the ICU. The patients are still being monitored. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: on (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: on (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) has crashed 3 times, the unit came back up but are not sure what the system error was. Then the supervisor for the ICU called back later stating that the unit has crashed for the 5th time and has gone down. The unit was re-booted twice before it came back. The device keeps re-starting and that there is an error on screen. This is the only unit for the ICU. The patients are still being monitored. No patient harm was reported.